Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. This lead remains in service.